Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. No further information about the patient such as age, gender, weight, height, and ethnicity.

Event description:
Field rep noted. This was an independent case; therefore, no one was on-site. Cardiac catheterization laboratory (ccl) staff stated they aborted due to vascular anatomy. That is all I know. The sheath, 0.018 wire, and purge cassette were opened for the case, but they were disposed of once the vasculature was deemed inefficient for impella placement.

Manufacturer narrative:
Failure to advance: the cause of the failure to advance was determined to be patient condition as the patient had difficult anatomy preventing successful delivery of impella.